Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx device is auto-rebooting when charging. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device auto-reboot when under charging. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective therapy board. However, customer refused to repair. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device is out of service. Customer refused to repair and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.